Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user stopped using the ilet because it was not a good fit for their diabetes management and they experienced fluctuating blood glucose that felt overwhelming to manage. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no reported injury, no hospitalization, and a decision to return the device and unopened supplies. Investigation included a review of use history as reported by the caregiver and coordination with the clinical team for return authorization. Investigation of this case revealed no device alarms and no device malfunction reported, and the complaint was classified as cause unclear for hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.